Event description:
It was reported that left ventricular (lv) lead was implanted, however during the procedure the lead moved while slitting the sheath and there were unacceptable thresholds. Repositioning was attempted, without success. The physician decided to remove the lead and implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.